Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test,displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted, however moisture damage found on the lcd board and interface board. Pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blood glucose of 35mg/dl and a constant tone alarm. The customer mentioned that the insulin pump had moisture damage due to the rain. The customer also mentioned that the blood glucose was 292 mg/dl when the insulin pump shut off. The product is returning.